Event description:
Pt was hospitalized for diabetic ketoacidosis with a blood glucose level of over 500 mg/dl. The pt did not know why his blood glucose level was that high. He had not tried to administer a bolus before coming to the hosp. The pump was showing an error 11, which is a message notifying the pt that a temporary basal rate adjustment has ended.